Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. Based on similar incidents, manufacturing and quality control corrections have been implemented under corrective and preventive action referenced CAPA-00131. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: ni. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). When the trigger was fully squeezed against the handle there came clips every second time. The clips didn´t download every time when pressing the trigger against the handle. There were the same problem when there were used the clip applier with same lot number. Will find out if the same surgery was in place. Additional information received from applied medical representative via email on 27nov23: no further information available about this event. Patient status: no patient injury reported. Intervention: ni.

Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: ni. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). When the trigger was fully squeezed against the handle there came clips every second time. The clips didn´t download every time when pressing the trigger against the handle. There were the same problem when there were used the clip applier with same lot number. Will find out if the same surgery was in place. Additional information received from applied medical representative via email on 27nov23: no further information available about this event. Patient status: no patient injury reported. Intervention: ni.